Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the patient with this right ventricular (rv) lead experienced due to blood clot that had formed in the heart and the ventricular lead which confirmed via ultrasound echographic examination. Moreover, the rv lead had originally moved to its positioning and was not functioning. No symptoms observed by the patient. Medication was given for treatment. Subsequently, the lead was explanted. No additional adverse patient effects were reported.